Event description:
Received: error message: seal not completed. We tried multiple times with same error message. Manufacturer response for stryker (reprocessed device lf4418, covidien (per site reporter). They will be doing an investigation on this reported product failure.